Manufacturer narrative:
Additional information: h4, h6(update codes), h11 h4: the lot was manufactured between june 30, 2025 - july 1, 2025. H11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid inside the device's bladder which suggests under infusion may have occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors underinfused during patient infusion. After seven days of infusion, a significant amount of medication remained in the device. The device contained 0.9% sodium chloride and an unspecified medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.